Event description:
It was reported that during an implant procedure, during slitting, the catheter broke into two pieces approximately half way down the catheter. The physician was able to retrieve the distal portion of the catheter. The associated lead dislodged because of the slitting issue and recannulation of the coronary sinus was needed to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.